Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant surgery. During the procedure, the physician had difficulty fixating the left ventricular lead. After several attempts, the physician exchanged the lead and completed the procedure successfully. The patient was reported stable.